Event description:
It was reported that the lid to container is cracked and leaking with a bd sharps coll can chemo 19 gal. The following information was provided by the initial reporter: it was reported that lids to containers are cracking and leaking when being stacked to be disposed of. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: my goal when getting in touch with bd about this issue was not to file a product complaint and walk away, but in the hopes of finding out more information about the proper handling of these containers once filled. Should they not be stacked? If they can be stacked is there a weight limit? Etc. If you could provide any information/guidance that I could pass along to the waste vendor to inform them about how best to handle these containers to prevent this in the future that would be appreciated.

Manufacturer narrative:
H.6. Investigation summary a compliant review was performed by the supplier. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident. Photos of the product damaged were provided and according to the pictures received from customer several damages can be seen on the lids and bases which were caused by incorrect handling and misuse. The lids were broken after being stacked onto each other when full and closed. There are no specifications available for stacking of filled containers and no specifications for weight limit resistance over the lids. Tests made by the manufacturer for the lids are limited to lid functionality (assembly top to base, temporary closure, and final closure). The containers are not designed to be stacked for disposal after the use. Bd will continue to monitor the complaint for any trends.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4), has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid to container is cracked and leaking with a bd sharps coll can chemo 19 gal. The following information was provided by the initial reporter: it was reported that lids to containers are cracking and leaking when being stacked to be disposed of. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: my goal when getting in touch with bd about this issue was not to file a product complaint and walk away, but in the hopes of finding out more information about the proper handling of these containers once filled. Should they not be stacked? If they can be stacked is there a weight limit? Etc. If you could provide any information/guidance that I could pass along to the waste vendor to inform them about how best to handle these containers to prevent this in the future that would be appreciated.